Manufacturer narrative:
The user facility submitted a medwatch on the infusion pump; it is attached to this manufacturer's medwatch. The manufacturer captured a product complaint on the cassette, as there is a potential that it caused or contributed to the user facility's reported event, even though they did not mention it in their report. No investigation could be performed on the disposable cassette as it was not returned for investigation. No lot information was provided, so a device history review could not be performed. There was not a user facility reference number denoted on the attached medwatch; therefore, it could not be referenced in the manufacturer's medwatch. The manufacturer filed a medwatch on the infusion pump, reference: 2183502-2016-00603. This medwatch is to capture the disposable cassette used with the pump during the reported event. Manufacturer's evaluation: as per customer statement, the pump is available for investigation; however, due to biohazard contamination on the pump, it is not safe to handle for investigation, and is not requested for return at this time. No investigation could be performed on the disposable cassette as it, and the pump, were not requested to be returned for investigation. No lot information was provided, so a device history review could not be performed on the cassette. A root cause could not be determined for the leak reported to have originated from the infusion pump (and/or potentially, the cassette).

Event description:
Patient called md at 2:00 am to report cadd pump with 5fu infusing fluorouracil not working and crystals were on the pump and patient's skin. Instructions given. Skin and bed linen washed. Pt. Walked into clinic with pump wrapped in paper and in a zip lock plastic bag still connected to the patient. Charge nurse brought bag with pump to managers office, after speaking to pharmacist. Item immediately placed in a chemobloc safelock bag, and in another chemotherapy waste transport bag by manager. Defective equipment label attached. Patient received missed medication due to leakage.